Event description:
In a journal article data was prospectively recorded and retrospectively analyzed following the course of seven (7) consecutive patients (six males, one female) with a median age of (B)(6) who underwent diaphragmatic resection and/or repair where all cases used peri-guard repair patch. A (B)(6) male diagnosed with a synovial sarcoma underwent a radical diaphragmatic and chest wall resection (ribs vi-ix) and repair with extra-anatomic lung resection. The pt was scheduled for additional surgery 16 months post the original surgery with peri-guard due to a suspected recurrent tumor. While there were no signs of recurrent tumor formation it was found that the pt had developed a bronchopleural fistula and there were signs of bacterial and fungal contamination. The peri-guard patch was removed and microbiological analysis confirmed (B)(6) infections. Due to bacterial contamination and the late bronchopleural fistula, of unclear origin, no further grafts were used, opting for soft tissue reconstruction of the chest cavity instead.

Manufacturer narrative:
No product was returned for evaluation. A review of the device history record was not possible since the lot number was unavailable. Journal article: p. Zardo et al: biological materials for diaphragmatic repair: initial experiences with the peri-guard repair patch. Thorac cardiov surg 2011, 59: 40-44.